Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was 233 mg/dl. The customer sis not mentioned any treatment and symptoms related to high blood glucose level. The customer reported that the insulin pump was new and was working fine and did not give any alerts. The customer declined troubleshooting for high blood glucose level. The insulin pump will not be returned for analysis. Frn-unk-rsvr, unomed inf set.